Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -1.50/+5.5/107 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens had a refractive surprise, with increased cylinder. The lens was repositioned. The patient's post-op best-corrected visual acuity was 20/80. The lens remains implanted.

Manufacturer narrative:
Additional information: work order search: no similar complaints were reported for units within the same lot. Conclusion code: as per dfu for this lens model, implantation of this lens in an individual with anterior endothelium chamber depth (acd) below 3.0mm and whose age is above 45 years is contraindicated. This patient was 66 years old and had an acd of 2.90mm at the time of implantation. Corrected data: (B)(4).